Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. Action was taken to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance identified the major contributor to be an error during the end-of ¿line inspection process. An enhancement to the probe tester station was implemented to optimize the verification process of tested probes prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A theatre manager reported the probe was not cutting during a para plana posterior vitrectomy procedure. The procedure was completed by opening another pack and using the new probe. There was no harm to the patient. A product sample is available. Additional information was requested; however, none has been received to date.